Manufacturer narrative:
Exact date of each reported adverse event is unknown with currently available information. (B)(4).

Event description:
Conference: the 47th annual meeting of (B)(6). Title of presentation: ¿long-term results of the gore excluder: ten year experience from the jikei university¿ (takao ohki, et al.) In the last 10 years, the total of 683 patients underwent treatments of abdominal aneurysms with gore excluder® aaa endoprostheses at the facility. The physician experienced 1 death, 1 limb occlusion and 2 embolic events among the 683 patients.

Manufacturer narrative:
Date of event was updated.